Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead t-wave oversensing (twos) caused an inappropriate therapy. It was recommended to increase the rv lead sensitivity and the rv lead remains in use. No patient complications have been reported as a result of this event.